Event description:
In may 2004, while wearing the sound processor, the pt reportedly experienced a loss of sound percept. In 2004, the pt reportedly was seen at the center for device eval. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.